Event description:
The patient felt no stimulation sensation. She called technical services. There were coupling and communication issues between the implantable neurostimulator and recharger. The antenna locate feature was used. A power on reset message displayed. The power on reset was cleared. The patient was able to charge with full coupling. The cause of the power on reset was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).